Manufacturer narrative:
Qn#(B)(4). The sample was not returned; however, the customer provided a photo of the damaged catheter for evaluation. The photo revealed that the catheter body had split adjacent to the box clamp. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit precautions the user, "do not staple/suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The complaint of a cut/torn catheter body was confirmed through analysis of the customer photo. The photo revealed that the catheter body was cut/torn adjacent to the box clamp. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The doctor reports that she placed the triple lumen cvc and checked for normal functionality following placement. Initially the line was working fine. After a few days the nurse reported seeing leaking with the line. The doctor went back to check the line, where she noticed that the cvc body had split. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The doctor reports that she placed the triple lumen cvc and checked for normal functionality following placement. Initially the line was working fine. After a few days the nurse reported seeing leaking with the line. The doctor went back to check the line, where she noticed that the cvc body had split. The patient condition is reported as "fine". There was no patient harm/injury/consequence. Therapy was not delayed/interrupted.